Event description:
The customer reported the system displayed a "kv on in error" error message. This error message likely caused the system to shut down. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The system was then found to be operating as intended.